Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. After completion of the procedure, there was difficulty removing steerable guide catheter (sgc) from the stabilizer. Excessive force is needed to disengage the guide. After separation of guide from the stabilizer, it was noticed that guide interface with the stabilizer was observed to be bent. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.